Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedance measurements greater than 200 ohms in coil to coil configuration. The system yielded shock impedance values within rage when programmed rv coil to can and triad configuration. The system was left in rv coil to can configuration and the system will continue to be monitored. Of note, the patient was reported to have undergone cardioversions for atrial fibrillation around the time that the out of range measurements were recorded. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.